Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery after opening the package and placing an ophthalmic suture into the holder, it broke immediately and could not be used. The surgery was completed on the same day without any patient impact. Additional information has been requested but is not available at the time of this report.